Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the hosp collected this device along with ees#(87652 & 88124). The er200 jaws and clip are not in the same plane. When firing, the clips can not be closed and fell into the pt. The case was extended almost one hour to search and remove the clips. A third er320 was used to complete the case.